Event description:
It was reported that four days post placement of a polaris ultra ureteral stent in an unspecified ureter, the patient returned for stent removal. Upon pulling the removal suture, the suture detached from the stent and the stent remained inside the patient. The patient underwent an unspecified surgical procedural to remove the stent. The patient's status is unknown.

Manufacturer narrative:
The device was not returned for analysis, therefore, a technical analysis was unable to be performed. A review of the device history record (DHR) was performed and revealed no related issues to this complaint. The root cause was unable to be determined.